Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure). The issue was noticed during shift check. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure) was confirmed during archive data review but not confirmed during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure to help prevent reoccurrence, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The archive data review indicated fault code 41 on the event date, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint could not be reproduced. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).